Manufacturer narrative:
H3: analysis of recharger. Model # : 97755-s. S/n : (B)(6). Reveled: goes blank when rtm is plugged in. Worn donut, doesn't affect rtm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected d9 (return date). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having problems recharging both of their implants but issue with the set of equipment for their cervical spine started over the weekend. Patient said they would get a code that said system problem rm03, and then the controller would go blank/unresponsive. Patient confirmed one of their rechargers got abnormally hot when trying to charge the implant, but they couldn't recall exactly which one. Agent had patient reset the controller by plugging into ac power without li battery, then reinserting after verifying green light was flashing above screen. Patient unlocked controller and reported the controller battery was 100% and implanted neurostimulator was 50%. Patient inspected recharger cord and pins but did not see any visible damages. When the patient plugged the recharger in, the screen went blank and unresponsive and would not turn back on. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.